Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) presented with a collapsed pump. Upon revision, a fluid loss was identified causing the pump malfunction; therefore, a surgical procedure was performed to remove and replace the ipp. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).